Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to the patient not happy with the outcome. A non-johnson & johnson iol was implanted as replacement (different diopter of 21.5). The incision was enlarged and the lens was cut in half. There was no patient injury. The patient is doing well post-operatively. No further information is available.